Event description:
It was reported that a hip revision surgery was performed because the original stem had subsided. The stem was still solid so only the head was exchanged.

Manufacturer narrative:
Investigation results : the associated complaint device was not returned for evaluation. Per complaint, a hip revision procedure was performed due to subsidence. It was further communicated that only the head was revised. No further clinically relevant information were provided for inclusion in a medical investigation. The patient impact beyond the revision procedure itself cannot be determined. No further medical assessment can be rendered at this time. The batch number has not been provided to conduct a documentation review. Without the actual product involved and/or device information, our investigation cannot proceed. Based on this investigation, the need for corrective actions is not indicated. However, we will continue to monitor for future complaints and investigate further as necessary.